Event description:
A balloon ruptured at four atmospheres on the first inflation during a renal angioplasty of a highly calcified lesion. A portion of the balloon material detached in the patient's renal artery. The patient was being treated for renal failure and although initially they were going to retrieve the detached segment, a decision was made to leave the segment in the renal artery. A second balloon was used which also ruptured on the first inflation at five atmospheres. A third balloon was used to successfully complete the procedure without patient complications. These devices were destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a highly calcified lesion which co believes may have contributed to this event. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remvoe carefully."